Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer observed a falsely elevated wbc result of 43.5 k/ul for a patient sample (ID (B)(6)) tested on the cell-dyn sapphire analyzer, serial number (B)(4), on (B)(6) 2014. The same sample retested at 21.5 k/ul on a different cell-dyn sapphire analyzer. No adverse impact to patient management was reported.

Manufacturer narrative:
The complaint ticket and data submitted was reviewed. The following possible causes were identified. 1) the patient sample may have had underlying rbc disorders which render the rbcs in the specimen partially resistant to lysing regimen; therefore, not all rbcs may have been properly lysed and resulted in a high wbc value. 2) the amount of resistant rbcs may have been at the borderline of the system's rstrbc flagging criteria and may have resulted in the resistant rbcs being missed and misclassified. The complaint information stated that the background and qc runs were all within specification and assay ranges. Submitted moving average program (map) data showed the instrument is optimized and performing well within the expected target channels. The issue was specific to the pathological sample containing interfering substances and conditions which affected sample processing. The cell-dyn sapphire system operator's manual, provides adequate information related to interfering substances and conditions, limitations of result interpretations, and troubleshooting guides for data-related issues. The investigation included review of product historical data, labeling, and consultation with technical services and medical affairs teams. It was concluded that no product deficiency was identified for the cell-dyn sapphire system, list number 08h00-01, related to the complaint incident.